Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the plus unit was received for analysis connected together. An attempt was made to insert a test guide wire into the annulus of the burr. The guide wire met resistance at the burr annulus. A microscopic analysis of the burr annulus was performed and the presence of dried saline was observed in the annulus. The burr was soaked in warm water to remove the dried saline. A second attempt was made to insert the test guidewire through the annulus and was not successful. The advancer and the burr were disconnected at the handshake connection. The test guidewire was inserted through the advancer unit and the test guidewire passed freely through the advancer. The test guidewire was passed through the handshake connection of the burr and met resistance at the burr annulus. A microscopic analysis of the burr annulus was performed and an obstruction was observed at the burr annulus, most likely part of the wire used during the preparation of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07146. Reportable based on analysis completed on (B)(4) 2013. It was reported that the guide wire and catheter were stuck together. The target lesion details were unknown. A 2.00mm rotablator rotalink plus and 325cm rotawire were used to treat the target lesion. During testing, while the burr was still external to the patient, the rotawire became stuck with the rotalink plus. The rotawire was replaced with another of the same wire. However, the new wire was unable to be inserted into the rotalink plus advancer. The procedure was completed with another of same device. No patient complications were reported and the patient's status is good. However, analysis of the burr revealed a guide wire fragment blocking the annulus indicating the burr came into contact with the wire.